Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty mode relay on the hv module.

Event description:
Complainant alleged that while treating a male pt the device discharged 3 times to the pt appropriately, however, on the fourth attempt to discharge, the device displayed a "pacer fault 117" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.